Event description:
Nurse removed bd vacutainer eclipse blood collection needle 21gx1-1/4" (0.8x32mm) ref# 368650 and went to secure; the pink safety device fell off, having the needle exposed. Nurse used extra caution to dispose in sharps container. FDA safety report ID# (B)(4).